Event description:
It was reported that during an unknown procedure, the surgeon hit the home button on the stapler after the first firing but the articulation joint would not straighten out so it could be removed from the trocar in the patient's abdomen. The stapler was removed while the trocar was still on the shaft of the stapler. A second device was used with out incident. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 3/3/2026 d4: batch #a97y29. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with no reload present. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The home button was activated and the knife returned to the home position as expected. Additionally, the device event log was reviewed. The log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The event described of instrument compatibility and incomplete articulation homing could not be confirmed as the articulation mechanism was totally functional during functional testing and no issue related to instrument compatibility was noted. The device can be introduced/removed through the trocar. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device ech45l lot number a9811n and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number a97y29, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.